Event description:
Reportedly, after firing the instrument, its jaws locked down onto the pt's tissue. Therefore, the surgeon had to transect the tissue adjacent to the instrument to free it from the tissue and complete the case without further incident. Procedure: laparoscopic colorectal surgery. Pt status: unk.